Manufacturer narrative:
Extension: model 7482a40 serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Lead: model 3889s-40, lot #v230720, implanted: 2009 (B)(6), explanted: na. Concomitant ins system: neurostimulator: model 7426, serial #(B)(4), implanted: 2009 (B)(6), explanted: na. Extension: model 7482a40, serial# (B)(4), implanted: 2009 (B)(6), explanted: na. Lead: model 3889s-40, lot #v279715, implanted: 2009 (B)(6), explanted: na. (B)(4).

Event description:
It was reported that the patient experienced a loss of therapeutic effect which began about 6 months ago. It was noted that there was no accident or incident related to this event. Impedance measurements showed >2000 ohms on all unipolar electrode pairs. The company representative attempted to reprogram the patient at higher amplitudes but the patient did not receive any benefit. Additional information was requested, but was not available at the time of this report.